Event description:
It was reported that during an implant procedure, fluoroscopy showed that a dissection occurred at the mid coronary sinus where the venogram balloon was inflated. The physician commented that the balloon was hard to inflate and stated that it is a "non-compliant balloon." The patient's system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.